Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, two left ventricular (lv) lead had either no capture or extremely high capture and/or phrenic nerve stimulation when testing 6 coronary sinus vein branches. It was noted that there were no other acceptable branches for testing. Ultimately both lv leads were not used. No patient complications have been reported as a result of this event.